Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, pop, and pain while urinating and during sex. It was reported that following insertion the patient experienced pelvic pain, pain while urinating and pain during sexual intercourse. It was reported that patient underwent excision of sling and vaginal mesh and cystoscopy on (B)(6) 2010 and anterior repair and removal of mesh on (B)(6) 2013 due to pain and erosion. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.